Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device is currently pending further evaluation. On 23-dec-2021, a device history record (DHR) review for model fnl-7rp3, serial number (B)(4) was performed and the DHR review confirmed the device was manufactured on 19oct2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope scope fnl-7rp3. In the event reported, the user stated that there a crack in the scope. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: this is a complaint that the scope has cracked. We cannot identify the cause of the crack from the information we have obtained, but we judge that it was due to handling during reprocessing.